Event description:
It was reported by service report that the cot was not locking into position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results - base assembly.